Event description:
The report received from a potential legal/litigation, indicated that the pt suffered serious and permanent injury. It is presumed that the pt suffered stent thrombosis. There is no other info available at this time.

Manufacturer narrative:
This pt suffered a serious injury post implantation of a cypher stent. This info was provided in a legal file; no details were available. It is presumed that he experienced stent thrombosis. No product was returned for eval. A review of the manufacturing records could not be done without a lot number. Stent thrombosis is a potential adverse event associated with coronary artery stenting. Review of the limited info available does not make it possible to determine what factors may have contributed to the event.